Event description:
It was reported that during a tap right epigastria arteries procedure, the ligamax was placed straight, the clips didn´t hold. Firing during dry run: clips crossed over. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1-3. What vessel or structure was the device fired on at the time of the event? Epigastrica a. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku if so, when? No. Did anything unexpected happen prior to this incident? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon?no the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 5 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.